Manufacturer narrative:
Testing and investigation found that the device initially passed testing. A whitescreen error was not displayed during the testing procedures. Further testing found the device did not pass the sdram test. This was due to the som2 hardware module. The root cause for som2 failure is due to a clock signal integrity issue that leads to incorrect data being read/written to sdram resulting in a software crash. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device had a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.